Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material was due to known inherent risk, simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. However a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the gastrointestinal videoscope had white foreign material in air water-cylinder and tube. There was no patient involvement.